Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 683mg/dl. It was stated that the customer was vomiting for a few hours the day before. It was stated that the customer was changing the infusion sets every 5 days, and the reservoirs were re-filled. It was also mentioned that the customer had bad stomach flu. The nurse stated that it was believed that the customer's hospitalization was not pump related and, therefore, troubleshooting was not required.